Manufacturer narrative:
E1: patient city - (B)(4). Patient country - united arab emirates. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006557, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 26-aug-2025 against final reporting decision equal serious injury and death, lot number criteria equal lot number 6006557. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6006557 was manufactured according to the work instruction (wi) version 78 and manufactured in the multivac 12 on 11-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested no photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united arab emirates it was reported that the patient was unwell and eventually got hospitalized on (B)(6) 2025 due to high blood glucose levels. The high blood glucose levels occurred due to bent cannula. The blood glucose level was 31mmol/l at the time of event and the patient got treated with insulin pump. The patient was admitted in the hospital for less than twenty four hours. The trace ketones were found to be 4mmol/l. No further information available.